Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and unknown material was discovered when sheath was removed from the body. At the end of the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed from the body and flushed, it was noticed that there was a "fishing wire type" of string coming out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller noted that the string appeared to still be attached to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller noted that the procedure was already completed. No resistance was noticed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and unknown material was discovered when sheath was removed from the body. At the end of the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed from the body and flushed, it was noticed that there was a "fishing wire type" of string coming out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller noted that the string appeared to still be attached to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller noted that the procedure was already completed. No resistance was noticed. Device evaluation details: on 15-may-2024, the device was returned to biosense webster inc (bwi) for evaluation. Visual inspection and a borescope examination of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis of the returned device revealed that no damage was observed. The shaft was dissected and it was observed that part of the polytetrafluoroethylene (pt-fe) was detached and missing. Additionally, according to the pictures provided by the customer, it is observed a foreign material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed since the pt-fe was detached from inside the shaft. The customer complaint was also confirmed based on the picture received. The potential cause of the detached pt-fe could be related to the interaction of the vizigo sheath with another device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator; the biosense webster carto vizigo¿ 8.5f bi-directional guiding sheath is designed to interlock only with the dilator included in this package; do not remove dilator or catheter rapidly; during insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).